Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 419378 implantable pacing lead, (B)(6) 2005; m7700-31 mechanical heart valve, (B)(6) 1990. (B)(4).

Event description:
It was reported that the ring electrode was non-functional. Follow-up has been initiated to clarify the nature of any performance issues. If any additional performance information is received, it will be submitted via a supplemental report. The lead was capped and replaced. No patient complications have been reported as a result of this event.